Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery for a fracture of left femoral condyle with the products in question. When using tfna cement augmentation, cement did not come out of the window at the tip of the blade. The guide pin was turned over and inserted into the proximal bone fragment to prevent perforation of the head during blade insertion. The guide wire sleeve was pulled out for blade insertion at that time, and the guide pin was put back into the proximal bone fragment with some play, so the blade was inserted with the guide pin in a different position than it was initially in, and the cancellous bone not excavated by the head reaming clogged the blade and cement was not released. When checking the surgical field, the canula did not go all the way in and stopped at the front. As a countermeasure, the surgeon used a guide pin to cleanly remove the cancellous bone stuck in the blade and injected cement again, and this time cement could be injected through the window at the blade tip without problems. No further information is available. This report involves one traumacem(tm) v+ injectable bone cement - sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.